Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Event description:
A symptomatic patient presented with diaphragmatic stimulation. During follow-up, it was found that the thresholds had increased due to lead dislodgement. The decision was made to reposition the lead. However, it was explanted when repositioning was unsuccessful.